Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer indicated that a full decontamination was performed on the advia 1800 instrument the day before the event occurred. No errors were observed on the error log for these samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and determined that the reaction tray wash unit (wud) nozzle 2 was not aspirating properly. The cse replaced the tubing and reaction tray wash unit (cdev) valve. The cse cleaned all wud and dilution tray wash unit (dwud) tubings. Then, the customer verified that quality control (qc) recovered within expected ranges. The cause of the discordant, falsely elevated co2c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide concentrated (co2c) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on an alternate advia 1800 instrument (sn: (B)(4)), resulting lower. The results obtained on the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2c results.